Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
On (B)(6) 2013 during troubleshooting for the reported blood glucose (bg) excursions, the patient also mentioned that she was still using pump settings from when she was pregnant. The patient was advised to contact her healthcare provider to discuss possible settings adjustments. Troubleshooting could not determine if the bg excursions were related to use error with using incorrect pump settings, or if they were related to the alleged time/date reset issue.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that for two days the patient experienced blood glucose level excursions ranging from 40 mg/dl to 526 mg/dl, and she experienced the symptoms of lethargy, headache, dizziness and being incoherent. The patient corrected her elevated blood glucose levels with insulin bolus doses given via the pump and via a syringe injection. Troubleshooting revealed the pump date and time were incorrect, having reverted to factory settings after the battery was replaced. The technical service representative talked the patient through resetting the pump date/time correctly. The owner¿s booklet instructs the user to be prepared to give him or herself an injection of insulin if delivery is interrupted for any reason, and to verify the date and time are correct after a battery replacement. The patient¿s technique was incorrect by not correctly setting the pump date/time settings after a battery replacement. However, as the patient suffered blood glucose levels and symptoms suggesting severe injury after this pump issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings: a review of the black box showed that the time and date reset to default following a reboot at 10:26am on (B)(6) 2013; the time and date were then manually set to 10:24pm (B)(6) 2013. Following a reboot at 09:21am on (B)(6) 2013, the time and date had also reset to default and were manually set to 7:00am (B)(6) 2013. The dates in the total daily dose history were incongruent with dates changing from (B)(6) 2013 to (B)(6) 2007 and from (B)(6) 2007 to (B)(6) 2013. A rewind, load, and prime sequence was performed without any issues. The pump passed flow accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.